Event description:
The report is from the study. The patient had a re-pci and an episode of cardiogenic shock, 6 months after the index procedure. The patient was a female. The indication for the index procedure was unstable angina pectoris. Troponin level was normal. The target vessel was the proximal left anterior descending artery (lad). The vessel diameter was 2.7mm and the lesion length was 9mm. Pre-procedure stenosis was 90% and timi 3. The lesion was a restenosis of a previously implanted cypher. The lesion was not ostial, smooth in contour, not angulated, concentric, and with little or no calcification. A 6f guide catheter was used. The lesion was not pre-dilated. A device was deployed at 14atm. The stent was post-dilated because it was fully expanded. Post-dilation was conducted with a 2.75 x 10mm balloon at 16atm. Ivus was not used during the procedure. Post-procedure stenosis was 0% and timi 3. Post-procedure troponin was elevated but less than 2 times above normal level (unl). The patient was discharged the next day. The patient had no angina symptoms a month later. The patient had a clinically driven re-pci 6 months after the index procedure. The event is noted as unrelated to the cypher or the index procedure. Two lesions were treated during the procedure. The 1st lesion was a target vessel non-target lesion revascularization. The lesion was located in the distal lad. There was 80% stenosis pre procedure and 0% stenosis post procedure. The lesion was treated with atherectomy and a device was deployed at 18atm. The 2nd lesion was a non-target vessel revascularization in the obtuse marginal. Pre-procedure stenosis was 90% and post-procedure stenosis was 0%. The patient also went into cardiogenic shock the same day as the pci but no further information is given. The patient had no angina symptoms 16 days later and medications were ongoing.

Manufacturer narrative:
This product, is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. Additional information will be submitted within 30 days of receipt.